Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06155. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. After a 6f non-bsc introducer sheath was inserted from the left femoral artery and a 035 non-bsc guide wire was advanced to the lesion, a 7.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and a 6.0 x 40, 135cm mustang¿ balloon catheter was advanced. However, on the first inflation at 18 atmospheres for 10 seconds, the second balloon also ruptured. The device was completely removed from the patient's body and dilatation was successfully performed with a 6 x2 mustang¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.